Event description:
The customer reported a discrepancy in the "plan" energy compared to "treatment" energy. The 4ditc console indicated 6x energy. However, the clinac console indicated 10x. No serious injury to the pt was reported, as the user observed this event during treatment planning, and the plan was not used. No further pt info was provided.

Manufacturer narrative:
Varian's investigation confirmed the allegation. The clinac console erroneously reports to the oncology info system (ois) that the plan was delivered with one energy, whereas another was used. The problem only occurs if a c-series clinac (v7.8 or 7.9) is first manually set up with a beam energy selected, then a prescription which matches the current set up except for beam energy is imported. (This is not a normal use case.) The clinac reports the plan energy, but delivers the pre-set energy. The anomaly is restricted to the beam energy only. All other plan parameters operate correctly. The potential risk associated from the anomaly would be an overdose or under dose of the planned treatment volume, by typically 15% at a depth of 10 cm - with less error at shallower depths, and more at greater depths) per affected beam/fraction. Note that the actual energy being used is present on the console screen, and flashes during treatment. No misadministration occurred in this case. Further actions will be addressed in varian's CAPA process. No additional follow-up to this MDR is expected.